Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with greater than 300 units of insulin during several load sequences. Reportedly, the customer was overfilling the cartridge. A new cartridge was loaded to resolve each issue. Customer¿s blood glucose level was 70-150 mg/dl.